Manufacturer narrative:
The device was received for evaluation. During functional testing, a 'downstream occlusion!' Message occurred. A review of the event history log revealed 'downstream occlusion!' Messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of calibration force sensor. The force sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed downstream occlusion during unspecified process step. There was no patient involvement. No additional information is available.